Event description:
While servicing the device, the philips authorized service personnel (asp) discovered that the pins on the battery pca were worn resulting in poor/loss of connectivity. No patient involvement.